Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process with multiple cartridges. In addition, it was reported that the touchscreen intermittently was unresponsive during the load process. Customer's blood glucose level was 105 mg/dl.